Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report the patient outcome was unknown. On an unreported date, the pd catheter was removed and pd therapies were discontinued (current mode of dialysis was not reported). No additional information is available.